Event description:
I had the essure device implanted in (B)(6) 2012. I had the conformation test done in (B)(6) 2013 which shows my tubes were in place and closed. I found out I was pregnant in (B)(6) 2014. No coil was found in my left tube.